Event description:
Beckman coulter, inc (bec) contacted customer per bec market survey program. Customer reported that the access 2 immunoassay system generated some non-reproducible false positive troponin I (accutni) results. Customer did not provide any data. Customer reported that erroneous results were not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the access 2 immunoassay system had not generated non-reproducible false positive tni results in the past month or two.

Manufacturer narrative:
Evaluation: method: customer did not request service from bec. Root cause is unknown. Reagents used in conjunction with access 2 immunoassay system: catalog no.: a78803. Brand name: access accutni reagent pack, 100 determinations, 2 x 50 tests.